Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient was in intensive care unit for a peripheral clot. Device interrogation revealed intermittent loss of capture of the right ventricular lead. The device was reprogrammed to address the issue and was monitored. Patient was stable.

Event description:
New information noted that the right ventricular lead was capped on (B)(6) 2019 for intermittent loss of capture and high capture thresholds. Patient was stable post procedure.